Event description:
It was reported that shaft break occurred. A 3.00 x 20mm synergy xd drug-eluting stent was selected for use. A kink was noticed on the device as it was removed from the carrier tube. In attempts to straighten the device the shaft broke 20cm from the hub. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks and a hypotube break 5 cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. A 3.00 x 20mm synergy xd drug-eluting stent was selected for use. A kink was noticed on the device as it was removed from the carrier tube. In attempts to straighten the device the shaft broke 20cm from the hub. The procedure was completed with another of same device. No patient complications nor injuries were reported.